Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged due to a patient anatomy abnormality. The lead was removed. A second lead was attempted but also dislodged. A third lead was finally implanted in a different vessel branch. No patient complications have been reported as a result of this event.